Manufacturer narrative:
The tip was returned and evaluated. The tip passed flow testing, however it failed leak and thermistor test. The tip also failed visual inspection due to a dent and a tear that was observed in the corner of the tip. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that scabbing appear on the sides of the patient's face after a thermage treatment on their face and neck. Erythema was noticed the day of the treatment and the patient was given topical clobetasol post procedure. Three available images were reviewed that show pinpoint scabs that are scattered over the face and forehead area but mainly on the right cheek. It was reported that the patient wounds are healing on the face but some scabs are still visible. The maximum power level used was 1.5. System errors occurred intermittently during the procedure between 300 and 600 pulses. The tip surface was inspected before and during the treatment, 300 pulses, and 600 pulses. No issues were noted on the tip.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the data logs showed the handpiece and system performed as expected. During evaluation of the treatment tip, product support found damage to the tip membrane. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. According to thermage cpt system technical user¿s manual burns, blisters, scabbing are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, the tear in the corner of the tip most likely contributed to this event.